Event description:
Customer reportedly obtained results of 52 mg/dl, 193 mg/dl, 205 mg/dl, and 191 mg/dl on the same device within 10 minutes. No adverse event reported. No quality controls were used. No action was taken based on device results. Requested return of suspect device and replacement was sent.